Manufacturer narrative:
The replaced portion of the percutaneous lead (driveline) and explanted pump were returned for evaluation. The report of a potentially compromised driveline was confirmed based on the evaluation of the returned pump. In addition, the evaluation of the pump upon disassembly revealed a non-laminated deposition situated around the outlet bearing ball. The incidental finding of thrombus during the evaluation of the returned device is reported under medwatch MFR report # 2916596-2017-03145. Approximately 14.5 inches of the external portion/distal end of the driveline was returned. Continuity and hipot testing were performed on the 14.5 inch distal end repair which did not identify any breaches to the wires that would have resulted in the reported event. It was reported that after the repair, the patient continued to experience pump stoppages and underwent a pump exchange. The pump was returned with the driveline severed approximately 7.5 inches from the pump housing and the severed portion of driveline, measuring approximately 31 inches in length was returned. Continuity and hipot testing were performed on the 31 inch distal end repair which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 7.5 inch pump end portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed an insulation breach in the green wire less than 1 inch from the pump housing. The conductors of this wire were exposed. The insulation breach of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the green wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 1 year. The explanted pump and the replaced portion of the percutaneous lead (driveline) were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that multiple pump stoppage events occurred. In the 24 hours leading up to the pump stoppage events, the lvad had produced ¿low flow/slow speed¿ advisory notifications. The patient was reported to be symptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a speed drop below the low speed limit on (B)(6) 2017 and a pump stoppage on (B)(6) 2017 while the lvad was connected to a power module. X-ray images displayed an area of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement 3 inches from the exit site was performed. Post repair, all tests passed. On (B)(6) 2017, it was reported that a pump stoppage occurred and the patient was provided an ungrounded patient cable for use while on power module support. Review of the submitted log file data showed multiple pump stoppages and/or speed drops greater than 200 rpms below the speed limit that occurred while the lvad was connected to the power module. On (B)(6) 2017, the patient underwent a pump exchange.